Event description:
The pt was in poor condition and the iab was in place for 1 1/2 hrs when it was noted that the balloon was misplaced. The physician tried to advance the balloon and during his effort the pump helium loss alarm was noticed and there was blood in the catheter tubing. The pump was turned off. The pt died later but death was not attributed to this incident. The sample was discarded by the hospital.